Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/12/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. During evaluation the force sensor was found to be out of calibration.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.